Event description:
Revision surgery - the femoral head and poly liner became worn out, case done 15 years ago. The surgeon swapped them out with new components.

Manufacturer narrative:
The reason for this revision surgery was identified as wear after 11.8 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 1st complaint for this part number. The root cause for the revision was reported as wear. There are no indications of a product or process issue affecting implant safety or effectiveness.